Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. The balloon catheter tip was allegedly not visible and defective. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one conquest device was returned for evaluation. Fibers were seen down the device tip. No peeling or flaking material was noted to the device. No loose fibers or glue were noted. Review of the user provided photograph shows two devices with differing visual appearances at the device tip. A manufacturing process change was implemented for the conquest fiber laying process captured in ccp-vt-24-017, resulting in an expected change in the visual appearance of the device tip as more fibers are now expected on the device tip. The bottom device in the photo is the reported complaint device. This device exhibits a higher concentration of fibers on the device dip, resulting in a lighter color. This appearance is consistent with the expected visual appearance following implementation of the process change. Although the manufacturing lot information is unknown for the top device shown in the photograph, fewer visible fibers are seen on the device tip which is consistent of the visual appearance for device manufactured prior to the process change. Therefore, the complaint is unconfirmed as the device tips seen in the provided user photo and in the returned sample are acceptable and meet all release criteria and no flaking/peeling material was noted to the device tip. It is likely this is the first product the user has seen with the new appearing device tip and was unaware of the change. The root cause of the reported peeling could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. The balloon catheter tip was allegedly not visible and defective. There was no patient contact.